Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis as: cervical stenosis. For which patient underwent anterior cervical discectomy with fusion (acdf) procedure. Intra-op, screw was broken. The product came in contact with the patient. No fragment of the implant remained in the patient. No patient complications were reported for this event.

Manufacturer narrative:
Additional information: product analysis: microscopic examination appears to show fairly ductile fracture. Microscopic examination appears to show helical fracture with circular material flow with shaft angulation, suggesting torsional overload the above observations are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.